Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: fawi h, lewis j, rao p, parfitt d, mohanty k, ghandour a. Distal third humeri fractures treated using the synthes¿ 3.5-mm extra-articular distal humeral locking compression plate: clinical, radiographic and patient outcome scores. Shoulder elbow. 2015 apr;7(2):104-9. Doi: 10.1177/1758573214559320. Epub 2014 nov 10. Pmid: 27582964; pmcid: pmc4935111. Objective/methods/study data: the study aimed to describe the experience and the results obtained using the synthes¿ 3.5-mm small fragment pre-contoured extra-articular distal humeral locking compression plate (lcp) for treatment of extra-articular distal humeral fractures. Between april 2010 and november 2012, a total of 23 patients (12 males, 11 females) with a mean age of 47.5 years were included in the study. These patients had extra-articular distal humeral fractures and were treated using a 3.5mm distal humeral lcp. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: unk - constructs: 3.5 mm lcp extra-articular distal humerus plate/screws adverse event(s) and provided interventions possibly associated with unk - constructs: 3.5 mm lcp extra-articular distal humerus plate/screws (qty 3): - a 54-year-old male patient had radial nerve dysfunction treatment: recovered with no further treatment - an 18-year-old female patient had postoperative radial nerve neuropraxia treatment: recovered with no further treatment - (1) had slight prominent of the plate distally at the elbow treatment: removal of implants.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.